Event description:
As the employee was preparing IV admixtures in glove box, the door was lifted between chambers to pass product. As the employee's hand was under the door, the door released and slammed down on the left ring finger at the base of the nail. This event resulted in employee injury (contusion/abrasions) and employee is currently on medical leave.